Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, the cardiosave intra-aortic balloon pump (iabp) units touchscreen does not work. There was no patient effect reported.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) replicate the issue and replaced the touch screen. After the replacement, conducted a test run and found no problems. Unit cleared for clinical use is unknown.